Manufacturer narrative:
Other relevant device(s) are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they are trying to charge the patient¿s left implant but are unable to get any coupling boxes shaded in on that implant. The consumer mentioned they always had difficulty but ever since yesterday, they were unable to get any boxes shaded in. The consumer stated that the right implant was charged fully to 100 percent. It was noted the patient had falls in the past (the consumer didn¿t indicate the falls were related to the patient¿s implant/therapy). During the call a charging session was started on the left implant by putting the antenna directly on the patient¿s skin and they saw zero coupling boxes shaded in. The right side was then charged with the same recharger and 6 coupling boxes were shaded in. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. It was noted the patient was far away from home and unable to get the implant checked.

Event description:
Additional information received from the consumer reported the poor coupling started in late (B)(6) 2020. No matter how long the patient charged they couldn¿t get a reading above 75%, unlike the right side which read 100% after 20-30 minutes. The consumer used a spare device but got the same result with coupling. The consumer was unsure if the issue had been resolved yet as they just received an updated version and will know after the next charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The charging was still and issue. They tried a new charging system but the issue is persisting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.